Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. During a patient examination the user reported that an image from the previous patient had been displayed. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation does not indicate a system failure or malfunction and no non-conformity was identified. The investigation of this incident could only be carried out after the system had been repaired on site and no log files were available for investigation. Therefore, the investigation was mainly conducted on the basis of expert discussions, taking into account the customer message, service reports and system history. The service engineer (cse), who travelled to the customer's premises spoke to the customer and had the incident explained in detail. He tried to reproduce the problem, but could not reproduce the mentioned error. In order to be sure that it was not an undetected error that caused the problem, the cse decided to reinstall the complete system software as well as rebuild the database. No spare parts were exchanged. After the measures described above, the system works as specified. No further incidents were reported. Neither the cause of the error or any systematic error could be identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.